Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. Premature battery depletion was caused by high current draw. The high current was lost during testing. Cause of high current could not be determined.

Event description:
It was reported that prior to implant, the device could not be interrogated. Device was not implanted.